Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/27/2025, the user reported that on 7/20/2025 noted a hairline crack in the screen. Patient will use their backup therapy while they await their replacement pump. Their blood glucose was not affected due to this issue. No symptoms, external assistance, or medical intervention occurred.